Manufacturer narrative:
(B)(4).

Event description:
Dexcom was made aware on (B)(4) 2017 that on (B)(6) 2017 the receiver initialized without a manual restart. No additional event or patient information is available. No product or data were provided for evaluation. The complaint confirmation of the receiver initializing without manual restart could not be determined. A root cause could not be determined.

Manufacturer narrative:
(B)(4).

Event description:
Confirmation of the allegation and root cause could not be determined.

Manufacturer narrative:
(B)(4). Describe event or problem - additional,l device availability- additional, if follow-up, what type?: additional information/device evaluation, device evaluated by manufacturer - additional, event problem and evaluation codes - additional.

Event description:
The complaint receiver device was returned for evaluation. The device was visually inspected and no defect was found. The receiver was charged and was perpetually rebooting. The receiver was opened and the ui pcba was detached to perform a download, the receiver continued to be in perpetual rebooting. Functional testing was unable to be performed. The reported event of initializing screen without manual restart was confirmed. A root cause could not be determined.